Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be that the user had set the tidal total ultrafiltration removal too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 23:00:57. During night drain cycle four, the patient's ultrafiltration reading was 1512ml, indicating the home patient (hp) drained 1312ml more than their maximum programmed fill volume of 2000ml. No additional information is available.